Manufacturer narrative:
The guide wire was retained by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and is unknown. The material inspection report for this guide wire lot number was not reviewed as the lot number is unknown. Csi ID# (B)(4). Retained by facility.

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi flextip viperwire guide wire broke off and was left in the patient. The physician had successfully treated a lesion in the anterior tibial (at) artery with a csi orbital atherectomy device (oad), but when exchanging the wire, the tip of the flextip guide wire broke off. The tip of the wire had migrated to the patients foot and was left there. The patient status remained stable throughout the procedure. Three requests for additional information have been made, but none has yet been received.